Manufacturer narrative:
(B)(4). Pump received with unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Pump received with scratched case. Pump received with pillowing keypad overlay. Pump received with corroded battery tube.

Event description:
Information received by medtronic indicated that the insulin pump had fluid under liquid crystal display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.